Event description:
Correction: it was reported that abutment was placed on the exitsting internal fixture.

Event description:
Per the clinic, the patient experienced skin thinning and pain with the device use. Subsequently, on (B)(6) 2025, the skin over the internal fixture was excised via a dermal punch to allow for the internal magnet to be unscrewed and removed from the internal fixture under general anaesthesia. The internal fixture remains in place. During the procedure, the patient was also transitioned to percutaneous baha implant system in which the abutment was placed on a newly implanted internal fixture.